Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The reported problem was caused by a faulty ac lemo connector. This was replaced and the device passed all functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that when they turn it on, it shuts off. There was no patient involvement and no patient harm/adverse event reported.